Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: cib chase, rep, may be causing checkerboard pattern on monitor, po# sjc0018117 [update - it is flickering] the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) capture card failure (2) software failure the product was returned for investigation and the failure mode will be monitored for future reoccurrence.